Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Approximately ten years later the patient presented emergently with back pain and a CT scan performed identified contrast in the aneurysm sac with bilateral type ib endoleaks observed. Intervention was completed at this time. On the right side the hypogastric artery was coiled and a limb extension was placed landing on the external iliac (B)(4). After ballooning this area with a reliant balloon it appeared there was a type iii endoleak immediately proximal to this placed device so the right iliac was relined with an additional endurant limb (B)(4). On the left side, an iliac extension was implanted at the left hypogastric and the event resolved. Per the physician the cause of the event was anatomy related due to bilateral iliac dilation affecting seal of both iliac limbs. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information was received: it was confirmed that the type iii endoleak was between the talent bifurcate and the endurant limb in the external iliac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.